Event description:
It was reported that noise was observed on the lead which caused inappropriate detection of vf and hv shock. The lead is scheduled for replacement. No further information available.

Manufacturer narrative:
Na